Event description:
It was reported that the pump is repeatedly emitting loss of prime warnings. The pump has been returned and evaluated by product analysis on 08/16/2011 with the following findings: during evaluation the force sensor pins were found to be partially dislodged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the pump was able to rewind, load and prime successfully and was exercised for 24 hours with no issues. Unrelated to the event the display was found to have a dim redish tint; 2531779-03/24/2010-003-r.